Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular exhibited noise. No intervention was performed. The patient would be continued to be monitored.

Event description:
New information received on (B)(4) 2019 indicating that the patient experienced inappropriate high voltage therapy due to noise oversensing. The patient presented on (B)(6) 2019 for lead revision procedure and the lead was capped and replaced. The patient was stable post procedure.